Event description:
The patient was admitted to the ed in a comatose condition. The patient was suspected to have overdosed on percocet. The laboratory incorrectly used a 2000 ng/ml cutoff in the qualitative mode for opiate screening vs. The 300 ng/ml cutoff and obtained a negative urine opi (opiate) result. The decision to use the 2000 ng/ml cut-off was made by the laboratory which is contrary to the information provided in the product literature. The negative result was reported. The patient died a few days later.